Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported, that a patient presented with a recurrent hernia unrelated to the original mesh, approximately two years following the initial hernia repair. The surgeon encountered abdominal adhesions during a laparoscopic attempt to repair the hernia. The procedure was converted to an open procedure. Adhesions were lysed and the mesh explanted.